Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient was having difficulty recharging their ins. When they arrived at the clinic, the ins was off. The patient was having tremors and was arthritic due to therapy being off. The patient thought they were charging the whole time, but actually were not. The patient didn't bring their ins recharger (insr) to the clinic, but reported that the insr was bent at the connection where the antenna meets the insr. The patient was admitted for the purpose of recharging overnight. No out of box failure was reported. Additional information received from a healthcare provider (hcp) indicated the patient did not develop arthritis. The patient had worsening parkinson's symptoms of slowness, stiffness, and tremor. The patient improved with the charging of the battery, but the battery was replaced with a non-rechargeable battery due to difficulties with charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient now had a rechargeable dbs implanted.